Event description:
It was reported that the tip of the reported device has been broken off. Everything was fully removed from the surgery field. There was a delay of approx: 20-30 min. (Major cut,tissue damage).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surface indicates that the tip broke due to a bending overload.

Event description:
It was reported that the tip of the reported device has been broken off. Everything was fully removed from the surgery field. There was a delay of approx: 20-30 min. (Major cut, tissue damage).